Event description:
Account stated the trend is not working. No injury reported. Account stated he is installing the trend cylinders at this time. He will replace the trend cylinders to resolve this issue. He will call back if any other help is needed.